Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer got stuck halfway open. A technical support specialist remotely opened the drawer in the populate buttons screen. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, it had a the drawer got stuck half way open while issuing medication. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.